Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal was placed in patient after a catheterization procedure on (B) (6) 2010. On (B) (6) 2010, the patient returned to hospital reporting discomfort and swelling in the groin area. On (B) (6) 2010, the patient had surgery and was found to have an infection. The device had closed the artery successfully, however, infection was present. Additional information revealed the infection was treated with prescribed medications (type and dose unknown) and the patient has since been discharged from the hospital.